Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue. During the evaluation, the external flow sensor cable was observed to be broken. The external flow sensor cable needs replaced to address the issue.